Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction no image, only vertical lines were traced to failure of the printed circuit (cn) board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center displayed no image and showed only vertical lines. A failure of the printed circuit board was also identified. There was no patient involvement.